Event description:
It was reported that the lead was dislodged. During extraction procedure, helix anomaly was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.